Event description:
Facility reported two needles breaking when giving im(intramuscular) injections. No additinoal information has been provided, date of event is unknown.

Manufacturer narrative:
01/26/2022: investigation report attached is on retained samples only.

Event description:
Facility reported two needles breaking when giving im(intramuscular) injections. No additional information has been provided, date of event is unknown.